Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that tube could not be tightly connected to the handpiece during cataract and vitrectomy surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A nine second video was provided for this investigation. The customer video provided shows the ultrasound (us) handpiece (hp) in the user's hand and they have the white irrigation luer being held with two fingers. The user contacts the irrigation port of the hp. We observed a very rapid push of the luer then the luer was let go, the tapered luer slides into the handpiece for a secure fit, however, if there is only partial insertion then it will not fully engage. The customer repeats the same light contact to the hp irrigation port with no full insertion of the luer into the hp. In both instances, the luer does not connect to the handpiece. The customer should be reminded it is a tapered fit. No sample was returned for inspection and function testing to determine a root cause for this reported event. We were unable to verify the condition of the irrigation or aspiration (I/a) manifold irrigation luer connector. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).